Manufacturer narrative:
The device was returned for evaluation without a specific complaint or event. The device was at elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found battery depletion was premature based on field settings. Electrical testing performed after replacing the battery revealed high drain current which was isolated to the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the high current which drained the battery prematurely. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: g3 should be (B)(6) 2026 rather than (B)(6) 2026, which was originally reported in 2017865-2026-07290.